Manufacturer narrative:
Investigation of the complaint kit lot did not identify any product problem. The test performed consistently between the first and second run with the originally collected samples, the single discrepant result in the first two runs can likely be attributed to the sample being near the lod of the test. The negative discrepant results were produced using a new sample collection. Although unknown, it is likely the customer allegation between the positive results generated during the first two runs and the negative results generated with newly collected sample is related to site or sample specific factors. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged the generation of false positive results when using the cobas 6800/8800 sars-cov-2 test. The customer alleged 15 false positive sars cov-2 results. Review of the result table provided by the affiliate showed a total of 17 samples alleged and 15 of 17 samples highlighted generated positive results in both the initial and repeat testing, and 1 of 17 was not repeated and 1 of the 17 samples had a discrepant result between the initial and repeat test. This sample generated a negative target 1 and positive target 2 result with a CT of 36.67 in the initial test and negative for both targets in the repeat test. Results were released. These patients were asymptomatic except for one patient. A new sample was collected for 15 of 17 samples initially alleged and all newly collected samples generated a negative result. The sample ids for the newly collected sample results were not provided so this could not be confirmed in the data. No harm indicated. The samples were nasopharyngeal swabs collected in 0.9% physiological nacl solutions. The products¿ instructions for use instructs the users, in the sample collection chapter, collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt); and collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of 0.9% physiological saline. Investigation of the complaint kit lot did not identify any product problem. The test performed consistently between the first and second run with the originally collected samples, the single discrepant result in the first two runs can likely be attributed to the sample being near the lod of the test. The negative discrepant results were produced using a new sample collection. Although unknown, it is likely the customer allegation between the positive results generated during the first two runs and the negative results generated with newly collected sample is related to site or sample specific factors. Fifteen (15) mdrs will be submitted, one for each discrepant patient result released, in accordance with FDA request.